Event description:
It was reported that the dome hole plug that was packaged with product 540-11-46d did not seat. There was no issue with the replacement item that was used. It was further clarified that the pt was under anesthesia. After the solid back cup was properly seated, the dome plug, which was provided in the same box as the 46mm trident psl cup, was handed to the surgeon to install. The plug would not thread into the dome hole of the cup. We opened a new plug and it threaded into the dome hole and seated properly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.